Event description:
It was reported to philips that the display shows an ECG malfunction/service unit when the device is powered on. The customer has tried other lead sets with the same result. There was no reported patient involvement.